Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia repair with mesh. It was reported that after implant, the patient experienced pain and recurrence. Post-operative patient treatment included revision surgery and recurrence repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia repair with mesh. It was reported that after underlay implant, the patient experienced pain, calcification of mesh, adhesions, hard mass, buckling and folding of mesh, tumor, and recurrence. Post-operative patient treatment included revision surgery, removal of mesh, myofascial flaps, implantation of mesh, and recurrence repair.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ventral incisional hernia repair with mesh. He had revision surgery 8 months post surgery then again 2 months post surgery. The patient experienced multiple revisions, pain, and recurrence.